Event description:
Follow up revealed that the patient has their ipg replaced on (B)(6) 2018.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient experienced a loss of therapy due to no longer being able to communicate with their ipg using external devices. Troubleshooting was unable to provide resolution. Surgical intervention could be pending.